Event description:
During left superior pulmonary vein cryoablation, excessive temperature drop was noted, suggesting a "deep seated" engagement of the cryo balloon in the pulmonary vein. The command was given to the scrub, to terminate cryoablation. The terminate button was engaged, however the cryo console did not immediately respond. The button was engaged a second time. The console then performed a "double stop" maneuver, leading to balloon deflation at a temperature of - 56 degrees c. Within 90 seconds, hypertension was noted, associated with cardiac tamponade. Emergent sternotomy was performed, demonstrating complete avulsion of the left superior pulmonary vein. This was surgically repaired, during ongoing volume resuscitation of the patient. Despite rapid sternotomy and repair, the patient went into cardiac arrest with ventricular fibrillation, which was refractory to resuscitation attempts. The patient died on the operating table. FDA safety report ID# (B)(4).